Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified or failure detected as results were within specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction: conclusion code and results code.

Manufacturer narrative:
Field service specialist visited the account and could not duplicate issue. No liquid found in tubing and patient vacuum and machine vacuum was in specs. Applied suction with loi for 20 minutes with no drop in pressure. Laser meet specifications. Investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore the company issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that system experienced suction loss (error) while laser was firing. No injury was reported and surgeon was able to finish the procedure.